Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called stating that his insulin pump is alarming button error. Customer's blood glucose level was 180 mg/dl. Customer said he was wearing his device in his waistband and while he was sweating. Customer mentioned during the call that he removed the key sticker from the device and it started to work again. He also stated that the device has a little crack where the lcd screen is. Customer was advised that the device needs to be replaced, and to discontinue use of it and revert to a back up plan until the replacement arrives. Nothing further reported.